Manufacturer narrative:
Novocure medical opinion is that the cerebrovascular accident was unrelated to optune gio therapy and related to the underlying disease. Cerebrovascular accident is an expected event with optune gio device use (ef-11 0% and 1% ef-14 optune arm).

Event description:
A 59-year-old male patient with newly diagnosed glioblastoma (gbm) started optune gio on (B)(6) 2025. On april 23, 2025, novocure was notified that the patient had been hospitalized for a stroke on (B)(6) 2025, reportedly while undergoing optune gio therapy. On may 2, 2025, the prescribing physician provided additional details, stating that although the correlation to the event is not medically evaluable, a link between the stroke and the optune gio device cannot be excluded due to the timing of the event. As a result, optune gio therapy was permanently discontinued.